Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: foreign matter found in 20ml ll syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: a device history record review was completed for material number 302830 and lot number 0078450. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were received for evaluation by our quality team. In the photo the sample received is shown. The physical sample came in a ziploc plastic bag. The syringe has been used, has residues of a drug and has a needle assembly connected to it. The needle assembly has a clear plastic shield. A visual inspection was performed using a 10x magnifier lens. Embedded black degraded resin was observed at the bottom of the barrel. It is possible that this defect can occur during the startup of the syringe molding process. Degraded resin inherently builds up, can break loose and be molded into components.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter in the syringe. This was discovered during use. The following information was provided by the initial reporter: foreign matter found in 20ml ll syringe.